Event description:
A customer contacted beckman coulter inc (bec) stating a leak was observed on the coulter lh 780 hematology analyzer station and onto the table. The customer was wearing personal protective equipment (ppe) consisting of goggles, lab coat, and gloves at the time of the incident. There was no exposure to open wounds or mucous membranes. Patient results were not affected by this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2012 and observed a leak at the pinch valve tubing (vl115). The fse replaced the tubing, which resolved the issue. Per labeling, beckman coulter, inc urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).